Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen at the doctor office and diagnostics were performed and were normal. The issue had been resolved with the reprogramming of the patients device.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they noticed several months ago, groin pain and a week ago sunday their groin started having a lot of pain, they couldn't move, they had to stay in bed until 3 o'clock and eventually it got better after they did their physical therapy exercises for groin pain. Patient fell a little over a week ago but couldn¿t give specific date. Complained of severe groin pain and pain down her leg approximately 2 days after fall. Patient said they went to the ER yesterday because they could not stand it, the pain was so bad on saturday. Patient on pain medication and pain is better. Pt said, they did a cat scan, x rays, an ultrasound, blood work and urine sample everything and they said all of their stuff was good. When patient came home they thought they better do their leg pump for their lymphedema of their legs and used the pump for an hour yesterday and after 45 minutes the pain in their groin was much worse, it moved to their upper leg and it felt like an electrical shock going down their leg for quite a while, then it moved to their back, it hurt where the implanted device is located and the side of their leg, it still hurts when they sit down. Pt said they turned therapy off last night but all the pain did not go away, now they are taking hydrocodone. Recommended patient report their issues to their doctor to further address the issues. Offered and sent physician listings. Redirected to their doctor. The groin pain started happening several months ago and they are going to physical therapy for groin pain.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.